Event description:
It was reported that high capture threshold was observed. The lead was explanted and replaced. The patient was good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.